Event description:
Dexcom was made aware on 05/20/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and infection extended beyond the patch perimeter, which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024 the patient removed the sensor, the patient noticed infection under the sensor adhesive patch and consulted and went to the emergency room. There they prescribed oral antibiotic keflex tablet 500 mg and a topical hydrocortisone cream. At the time of the report the skin was healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).